Manufacturer narrative:
On 18-jan-2022, mentor received additional information regarding the event date and the patient¿s symptoms. The event date was (B)(6) 2014. The patient experienced left-sided granuloma. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The patient stated that imagining (unspecified) indicated a mass (unknown side). As a result, the patient underwent bilateral removal and replacement with two 450cc mentor memorygel breast implant prostheses (catalog #: 3504504bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2014. The patient was fully recovered after the revision surgery. The implants are not available for product evaluation. This report is for the right-sided prosthesis.